Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: procedural myocardial infarction (mi) resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that a 2.5 x 18 xience was implanted in the om2 and a 3.0 x 23 xience was implanted in the proximal lad. The patient experienced a peri-procedural myocardial infarction (mi) with ckmb raised at 40.6 ng/ml at 24 h. No additional event or patient information is available.

Manufacturer narrative:
The other xience v stent mentioned is being filed under the same MFR number.